Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the fsr on 6-jan-2016: the customer uses this system primarily for pediatric patients, using much lower gas flows, sometimes less than 0.1 liters per minute (l/min). The epgs was replaced (B)(6) 2015. The fsr confirmed the reported complaint of multiple "blender/sensor do not agree" errors in the data logs with gas flow rates between 0.10 and 0.25 l/min. The fsr installed a new o2 sensor, successfully calibrated and then checked fraction of inspired oxygen (fio2) accuracy with external oxygen analyzer. With gas flow set to 1.0 l/min the epgs fio2 level was 20% lower (example: fio2 set to 100%, displayed fio2=80%, but when measured with external oxygen analyzer, fio2=100%). Noticed that customer had connected a king 2-50 ml/min flowmeter connected in series between the epgs and manufacturer supplied 1-10 l/min flowmeter. The fsr disconnected the epgs output from customer flowmeter and recalibrated epgs. Reconnected epgs to flowmeters and rechecked fio2. Now, fio2 within 2% fio2, even with gas flow rates as low as 0.025 l/min. The customer's flowmeter was creating restriction to epgs gas flow, which increased gas pressure across o2 sensor, creating a false high o2 percentage as measured by epgs, which calibration set sensor gain to false lower level, creating discrepancies at lower set flow rate. The fsr advised the customer of need to disconnect their customer flowmeter during calibration of epgs, and that while this will work with lower gas flow rates, they may see higher displayed fio2 readings at flows >= 4 l/min. The fsr downloaded the data logs for further evaluation. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) procedure, there were four oxygen (o2) calibration errors on the electronic patient gas system (epgs). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 12-jan-2016: according to the perfusionist (ccp), she received four calibration errors on her electronic patient gas system (epgs). Each of the four times, the ccp said that the epgs would pass calibration, but within a minute or two, she would receive the same error message. All of these calibration attempts and errors occurred prior to the initiation of bypass (pre-cardiopulmonary bypass). The ccp continued to use the epgs for the case despite the calibration error. The ccp said that there was no impact to the patient. They use this system exclusively for pediatric cases, of which there are about four a month. Calibrations were completed with all components of the gas system connected including tubing, gas filter, anesthetic vaporizer, mechanical gas flowmeter and tubing connected to the gas inlet port of the oxygenator. During the field service representative (fsr) evaluation of the device, the fsr noted that there was a non-terumo flowmeter connected in-line between the epgs output and the manufacturer supplied oxygenator. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) observed no failure of a lab-tested electronic patient gas system (epgs) to calibrate with the returned sensor installed. The measurement of the direct current (d/c) output voltage from the oxygen (o2) sensor at 5 liters per minute (l/min) and 100% o2 was 1.70 volts which is within the specification of 0.55-2.758 volts. The pst initiated two more calibrations and both were successful. During visual inspection nothing observed that would cause failure.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis showed no additional errors are logged. Each time the "o2 sensor and blender disagree" occurs the gas system will indicate calibration is needed. This is most likely what the customer is reporting. The likely cause of this issue is running flow at such a low value (0.25 l/min), causes low or no back pressure. This will cause the sensor to measure a lower value (compared to the blender setting) than at calibration which has flow at 5.0 l/min. When that difference is greater than 10%, the gas system will report o2 sensor and blender disagree. It's likely there is no hardware issue with the gas system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.